Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that a knife was deemed to be dull during a surgery. An alternate knife had to be obtained to complete the procedure. There was no pt impact. There is no add'l info available for this report.